Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes broke during centrifugation. Serum was reportedly lost. There was no further health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-mar-2025. Investigation summary bd received 100 samples and two (2) photos for investigation. The photos were reviewed, and a crack is seen on the side of the tube. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for broken/leaking with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken/leaking based on customer provided photos and samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes broke during centrifugation. Serum was reportedly lost. There was no further health impact or consequence reported.